Manufacturer narrative:
The catheter has been evaluated. The catheter tip is partially separated at the point between the marker band and the end of the catheter braid. This separation is likely where the guidewire was reported to have exited. Catheter lumen. (B)(4).

Event description:
It was reported that the guidewire was observed to have exited out of the catheter prior to the distal tip. No patient injury reported.